Manufacturer narrative:
The field service engineer performed preventative maintenance, replaced tubing on the analyzer, replaced the measuring cell, and performed performance testing. All calibration and qc recovery data were acceptable. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay and elecsys hcg + beta test system results for two patient samples with the cobas e411 immunoassay analyzer. Patient ID (B)(6): the initial estradiol result was >3000 pg/ml. The instrument then ran on dilution with a result of 315 pg/ml. The repeated result on another e411 was 322 pg/ml with no dilution. Patient ID (B)(6): the initial hcg + beta result was <0.100 miu/ml. The repeated result on another e411 was 136.5 miu/ml. The second repeated result was 134.4 miu/ml. It is unclear if the questionable estradiol result was reported outside of the laboratory. The questionable hcg + beta result was reported outside of the laboratory and questioned as the patient had taken a home pregnancy test which was positive. The estradiol reagent lot number was 00503901. The hcg + beta reagent lot number was 00516539. The expiration dates were requested but not provided.